Manufacturer narrative:
(B)(4).

Event description:
It was reported that the new alert of allergies and alerts on the cws is not refreshing when global pt is changed, unless the cws is closed and reopened. It is often showing the allergy and alert for the previous pt chart. There was no actual mistreatment reported as a result of this issue based on the available info.